Manufacturer narrative:
Investigation and objective evidence revealed no burning, melting or charring of the adaptor or cord. The adaptor was identified as an unapproved/supported/supplied adaptor used by the complainant.

Event description:
It was reported on (B)(6) 2019 that the cord to the tablet was on fire. Nurse asked patient if there were active sparks or fire. Patient reported she was unsure. Nurse confirmed there was no injury to the patient. Installer returned to the patient home on (B)(6) 2020 to retrieve the cord and tablet and subsequently returned the entire kit including the ecad bp, spo2, and the scale which is the entire kit.